Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the cause of the reported event, was most likely a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the customer. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of (B)(6) 2015 the alleged faulty main printed circuit board assembly has not been received.

Event description:
The following event was reported by a distributor in taiwan. The distributor reported a unit that was displaying the following error messages: "high pip", "high rate", "low ve". "Xdcr fault" the unit was on a patient at the time of event, however there was no patient harm. The patient was switched to another unit.

Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero ¿0¿ calibration of the exhalation pressure transducer pt801 and the exhalation differential transducer pt802, failed to calibrate. The error log contains low ve, high pip, high rate and xdcr fault occurred. Duplicated complaint allegation that the exhalation pressure xdcr pt801 fails the ¿0" calibration. Also found that, the exhalation flow xdcr pt802 fails the ¿0¿ calibration. This issue is being addressed in an internal correction.